Event description:
It was reported that when using the bd pyxis¿ es server, the interface patient information delayed down. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the messages were crossing over. A technical support specialist (tss) received the case through escalation and reviewed the reported issue. The tss determined that the admission, discharge, and transfer interface issue had already been resolved the previous day. Tss logged into the enterprise server and confirmed that messages were processing normally with no delays. The tss then sent an update to the customer confirming that the issue was resolved, and no further investigation was required. The system functioned as intended after the technical support specialist inspected the issue.